Event description:
It was reported that during a prostate surgery, the "laser enters from the front forward airing and / or damaged fiber tip". A second fiber was used to complete the case. No additional info was available. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber glass cap was found to have devitrification and a radial fracture at the output window and the fiber was found to be fractured at the fiber/cap fusion zone; loose glass shards were observed inside the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. The identified issues may activate the laser system's fiberlife function which would modulate the power showing a pulsing beam and diminished tissue vaporization efficiency or the sys would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.